Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4: batch # 379c00. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. Also, 1 suture was received. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 379c00, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the stapler fired one time, could not change magazine, so after multiple attempt of trying to get a new magazine in, they opened a new stapler and continued. Surgery was delayed by 10 mins. No patient consequences were reported.